Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they went through 4 different airport security screening devices between february and march, and they did not turn the therapy off before walking through each of them because they left their handset and communicator at home. The patient did not experience any issues when they walked through the security screening devices. However, about 3-4 weeks ago they began to have problems going to the bathroom because they were feeling an intermittent ache/pinch in their urethra. The patient also had extreme difficulty standing up straight from their lower part of their butt into their upper thigh because it felt like a pinching on the top of their thigh when they stood up straight. The patient noted that it felt like their muscle tightened up when they stood up straight. The patient said the pinching/aching sensation went away if they sat up or walked around for a while. The patient was redirected to their healthcare provider (hcp) to further address the issue. It was unclear who the patient's managing hcp was at the time of the call. The patient mentioned that they had been following up with their hcp, but that have not seen their hcp the last 2-3 times they had appointments and only spoke with their nurse practitioner.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.